Manufacturer narrative:
Internal complaint reference (B)(4). H10: h3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A visual inspection performed on the product found two anchors remaining in cartridge. Functional evaluation revealed that the remaining anchors will not load properly into the test anchor inserter. The root cause was associated with component failure. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). The sample is under evaluation by the manufacturing site.

Event description:
It was reported that the bone anchors delivery system and the tendon anchors were not working and giving problems during set up of the procedure. A backup device was available and no delay or patient injury was reported. Preliminary results of investigation have concluded that the tendon anchors could not be loaded with the inserter which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.